Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed their infusion set site and received another occlusion alarm. The customer then changed their cartridge, infusion set tubing and infusion set site. The customer experienced a blood glucose (bg) level of 538mg/dl and large ketones described to be life threatening/dangerous. The customer delivered a correction bolus via the pump to address their bg level.